Event description:
The customer reported the table and control panel would not boot up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imagining functionality.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connection on 5v power supply was evaluated and reseated. The system was tested and found to be working as intended and returned to service.